Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was rebooted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would not boot up. There was no patient injury or death reported.